Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box, lot # 73a1700157 was manufactured on 01/09/2017 a total of 15,120 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The sample was returned without its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 2 clips remaining in the cartridge. However, one of the remaining clips was returned upside down in the cartridge and broken in half near the hinge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The remaining clip that was intact was able to properly load into the jaws of the applier and close. The broken clip was removed from the cartridge but could not be tested with the applier. The clip was examined and there were no signs of a manufacturing defect. The broken clip was most likely caused by improper loading of the clip. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. The customer returned a cartridge with two clips remaining. One of the clips was broken in half near the hinge. The clip was most likely caused by improper loading. The other clip was intact and was able to properly load into the jaws of a lab inventory applier and close. Based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
The physician found that the clip was broken before it was completely closed when ligating the vessel. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found that the clip was broken before it was completely closed when ligating the vessel. There was no patient injury.